Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev)  lead exhibited low r-waves and intermittent undersensing since implant. The patient was brought in to reposition the ev lead but ultimately it was decided to replace the lead with a new lead. The next day, the patient was brought to the emergency department due to receiving multiple shocks. A remote monitoring transmission indicated the patient received inappropriate therapy due to multiple instances of oversensing with noise on the newly placed ev lead. Additionally, episodes of undersensing was observed. The next day the patient's ev system was explanted and replaced with a transvenous system. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The full lead was returned. The anchoring sleeve was observed to only have one suture mark on the middle suture channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.